Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal cracked. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
Method - the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).